Manufacturer narrative:
The device was returned for analysis. The reported mechanical jam and the reported activation failure were unable to be replicated in a testing environment due to the condition of the returned device (stent previously deployed). Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the moderately calcified and moderately tortuous anatomy and/or inadvertent mishandling resulted in the noted multiple kinks on the stent sheath preventing the shaft lumens from moving freely; thus resulting in the reported mechanical jam and the reported activation/deployment failure. The stent was likely deployed outside of the anatomy and not returned during shipment back for analysis. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9 correction: device available for evaluation updated from no to "yes". H6 correction: type of investigation code 4114 was removed and code 10 was added; investigation conclusions code 50 was removed and code 4311 was added.

Manufacturer narrative:
As reported, the stent pulled back into sheath and was discarded by hospital staff. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H11 correction: additional MFR narrative updated.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the moderately calcified and moderately tortuous anatomy resulted in preventing the shaft lumens from moving freely; thus resulting in the reported mechanical jam and the reported activation/deployment failure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure performed was to treat a de novo, moderately calcified, moderately tortuous superficial femoral artery. A 5.0x80mm armada 35 over a 0.035 unspecified guide wire, was used to predilate the lesion. Once at the lesion, an attempt to deploy a 6.0x80mm absolute pro self-expanding stent (ses) was made; however, the thumbwheel of the absolute pro ses got stuck and failed to move. The partially deployed absolute pro ses was pulled back in the sheath and completely removed from the patient. A new 6.0x100mm absolute pro ses was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.